Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent an unknown breast surgery with unknown breast implants which the report indicated complications and the health care personnel requesting two return kits from mentor to send impacted implants, and that the event is part of the (B)(6) study group. Even though the device were explanted, at the time of this report, mentor has received no information regarding explantation date. This report is for the right side.